Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose due bent infusion set cannula. Customer's blood glucose was 597 mg/dl. Customer was advised that infusion set may be expired. Infusion set would be replaced.